Manufacturer narrative:
Eitan medical requested the pump and event log for investigation. To date, none have been received. When received, the investigation findings will be detailed in a follow-up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. Human harm was described as sedation of a ventilated patient was interrupted causing them to awaken. Medical intervention was described as an increase rate of sedation to compensate for the interruption.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event and its event log. Investigation findings: the complaint was confirmed and attributed to user misuse of the pump. Conclusion: the complaint was confirmed and attributed to user misuse of the pump.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. Human harm was described as sedation of a ventilated patient was interrupted causing them to awaken. Medical intervention was described as an increase rate of sedation to compensate for the interruption.